Event description:
The customer was getting blood glucose readings of 50-57mg/dl on the contour next ez. On a different meter, the readings were in the 100's. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are expected to be returned for evaluation. New meter and strips were sent to the customer.